Event description:
It was reported that during deployment of the vascular stent in the calcified left sfa, the stent could not be deployed any further after being released halfway. The rest of the stent could be deployed manually and the end result was fine. No pt injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Despite good faith efforts to obtain additional info, the complainant was unwilling to provide any pt details.